Event description:
Additional information received reported the patient¿s device reached depletion prematurely. Their health care provider (hcp) has been checking the device to determine when it needs to be replaced since it is depleting. The patient¿s device had only been implanted for 5 months before noticing that is needed to be replaced and they had only had it for one year total. The patient was having a back surgery in the future, not related to the device, but was wondering if they could have a new battery placed then. They also noted having problems with their patient programmer. They had been unable to make adjustments with or without the antenna attached and had to press the sync button ¿30 times before getting the ins to show 3.00¿ on the screen.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was showing an elective replacement indicator (eri) message after 3 months of implant. The type of battery depletion was noted to be regular usage. The patient was in continuous stimulation mode and they were receiving effective therapy. The patient met with a manufacturer representative on (B)(6) 2014 and their ins voltage was at 2.795v which was higher than expected at eri. A longevity calculation was performed with 2 anodes, 2 cathodes on 1 program at 5v, 210 microsecond pulse width and 80 hertz frequency. There was no group impedance available and 24/7 use was factored in with cycling at 20 minutes on and 2 minutes off. This longevity estimate showed 20 months. The impedances of the patient¿s device were in the normal range. It was possible that the patient had higher settings that caused the battery to run down faster previously and had then been reprogrammed. The patient tried to clear the elective replacement indicator (eri) screen with their programmer but only got a poor communication screen. The patient wanted to know why their implantable neurostimulator (ins) battery depleted too fast. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the patient's implantable neurostimulator (ins) is getting lower and lower and their health care provider (hcp) is checking it every month. They will be having their device replaced at the next meeting and it will be a rechargeable device since their current one was just implant in (B)(6) 2014. They are seeing the elective replacement indicator (eri) message when they try to sync with the ins. They noted they are using the stimulation between 4 and 5v. In (B)(6) 2014 they had some reprogramming adjustments made.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).